Manufacturer narrative:
Per the instructions for use (IFU), device malposition and embolization requiring intervention are known potential complications associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, poor coaxial alignment of the sheath, delivery system and valve was reported as the likely cause of the malposition. The subsequent embolization was a result of the malposition of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the transaortic tavr procedure, the sapien xt valve landed canted and in a too ventricular position. The valve subsequently embolized into the ventricle and had to be explanted. Initially, an ascendra+ sheath was placed in the aorta followed by 23 x 4 edwards bav catheter to assess the annulus size. Bav was performed with rapid pacing. The balloon was removed and followed by the ascendra + delivery system. The valve was positioned 40:60 aortic: ventricular and slowly deployed under rapid pacing. However, during deployment the valve shifted and was deployed canted 40:60 / 10:90 a/v. Since the valve was caught on the annulus, the decision was made to deploy a second valve; however, before the second valve could be prepped, the deployed sapien xt valve had embolized into the ventricle. The valve was the patient remained stable. The decision was made to convert to open heart surgery. The valve was explanted and replaced with a surgical valve. Per report, the patient had a severely calcified aortic arch, which did not allow for good coaxial alignment of the sheath, delivery system and valve. The native annulus was measured by CT and had an area of 390mm2. The native aortic valve, leaflets and root were moderately calcified. The patient had a porcelain aorta. The image intensifier angle was noted to be good, coaxial alignment of the delivery system and valve was poor, ventilation was held and there was no loss of pacing capture during valve deployment.